Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the hospital for lead revision to address a high capture threshold measurement. The lead was capped and replaced. No adverse consequences were detected.